Manufacturer narrative:
The event was reported in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 46 mg/dl. The customer did not provide the symptoms regarding low blood glucose. The customer did not provide information of treatment for the low blood glucose. The customer reported that they inserted three sensors one after the other and the mobile did not connect with the sensor. The devise was not returned for analysis.